Event description:
Caller alleging discrepant low inratio result for one patient. Date: (B)(6) 2013, inratio: 2.0, hospital lab: 9.9. Time between testing 10-12 hours apart. Patient's therapeutic range: 2.5-3.0. Patient was sent to the hospital lab due to a nosebleed.

Manufacturer narrative:
The data points provided exceeded 3 hour testing window. It is not possible to rule out that the change in value was not due to a change in the patient's status. No product was returned to retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by quality assurance for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time, as no product deficiency was established.